Manufacturer narrative:
(B)(4).

Event description:
This patient expired right after implant of this system. The patient was very sick before the implant and qualified for a biv system but the physician felt that a biv implant would have taken too long for the patient. Upon closing the pocket, the patient had pulseless electrical activity and a code was called. After several CPR and shock attempts (externally) the patient expired. At this time the system remains in the patient. There are no known complaints against this system. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.